Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer reverted to manual daily injections for insulin therapy. The customer declined further troubleshooting. There was no adverse impact to the customer's blood glucose.